Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Visual inspection observed that the warranty seal is broken, the lid and bezel are damaged, and the power plug is flipped/installed upside down. Functional evaluation revealed the unit does not power on. The unit was opened and found the power plug is flipped/installed upside down. The complaint was confirmed and the root cause is associated with a component failure. Factors, unrelated to the manufacturing and design of the device, which could have contributed to the identified malfunction, include a defective power supply or power entry module or a blown fuse. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Event description:
It was reported that during setup the controller was not turning on. There was backup device available and it is unknown if there was a delay. No patient injuries reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.